Event description:
During an interior cervical procedure: using a self retaining screwdriver surgeon was placing the locking caps and the screwdriver broke into two pieces. Driver broke one third up from the bottom and the break was clean with no fragments. The pieces were retrieved and surgeon selected another driver. Also during the procedure; surgeon was using the counter torque wrench and two of the four prongs broke, dropping into the wound. The pieces of the wrench were retrieved. Another wrench was selected and the procedure was completed. Surgeon verified no pieces left in the patient by x-ray. There was a minute or two delay in the procedure. This is 2 of 2 reports for this event.

Manufacturer narrative:
A review of synthes device history records for lot ul11311 revealed the counter torque wrench was manufactured by orchid unique. (B)(4). The device was not returned for evaluation, no conclusions were drawn.

Manufacturer narrative:
This device is used for treatment not diagnosis. Due to an unknown cause, the prongs on the component p/n 324.067.1 were bent and broken. No unusual wear or cosmetic damage was noted on the part. Dimensions that could be measured were found to meet specification.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Two of the four prongs on the distal tip are broken. The remaining two prongs are bent in the direction of a counter torque. Except for the prongs at the distal tip, the instrument is in excellent condition. This instrument is a counter torque wrench used with the cslp cervical plate. This wrench interfaces with the expansionhead screws during tightening of the locking screw. The associated drawings were reviewed. This design does leave some room for maximizing the strength of the distal tip. Material, dimensions, tolerances, and finishing processes are all areas to review for improvement. A fea suggests this instrument could fail at 1.8 nm. The design and clinical risk assessment adequately addresses the harm in this complaint. Since the estimated torque to failure is 1.8 nm, clinical loads to failure are possible. A CAPA has been opened to address this issue.